Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2024 it was reported by a sales representative via sems-(B)(4) that (qty. (B)(4)) of an ar-9165cdg baseplate impactor assembly drill guide and impactors had damaged tips. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9165cdg univers revers¿ universal baseplate impactor batch number 052233 was received for evaluation. Visual inspection identified that the blue baseplate adapter had broken off. It was noted that the laser marks were fading. Functional testing cannot be performed as the device was received damaged. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.